Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The bolus wizard functioning properly per bolus wizard sample. Unit functioned properly. No delivery anomaly was noted. Unit received with cracked case on display window corners, minor scratched lcd window, stained keypad overlay, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The sister of a customer indicated via phone call of high blood glucose of 400 mg/dl and would like to check the pump. Customer is currently in the hospital for high blood glucose of over 500 g/dl. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer declined to check basal and bolus settings. Troubleshooting found that the cannula was bent and there was an absence of a no delivery alarm. Customer had a hemostat and the pump failed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.